Event description:
The entire device was removed from the pt due to pt dissatisfaction - pt did not understand how to work the device. The pt kept the device half inflated, which caused him pain. Pt wanted the device removed.